Event description:
During failure investigation on the returned user interface assembly. The failure investigation engineer (fie) found that the display is blank. The (fie) reported there was no patient involvement.